Event description:
A user facility reported via medwatch program that when the surgeon was placing an intraocular lens(iol) when he noticed one of the haptics was broken. The surgeon removed the broken haptic and repositioned the lens. In a follow up, the clinical risk manager reported the iol was exchanged on a different day due to the malposition of the lens. In an additional follow up, the surgeon reports the haptic separated from the optics after insertion and appears to have cracked as the edges were sharp. The back-up lens had expired, so the implanted lens was centered and the surgery completed. The surgeon also reported the use of an unapproved viscoelastic, during the surgical procedure. Postoperatively, the lens decentered and the pt returned to the operating room for an exchange of the iol. The event was resolved with the replacement lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used; however, an unapproved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The root cause is most likely related to failure to follow the dfu. Account used an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).